Event description:
Customer received blood glucsoe readings of 426, and 399 mg/dl. The customer took insulin based on the device readings. Within an hour the customer's blood glucose dropped to 75mg/dl, the customer took glucose tablet to bring up glucose. The customer went to church and passed out. 911 was called and the paramedics tested the customer's blood glucose and received a result of 30mg/dl. The customer was given an IV and taken to the emergency room, at the emergency room the customer was given cheese and crackers to eat. No controls were in use. A request was made for the suspect device and replacement product was sent.